Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was hot pain on the right side of the back of their thigh and buttock like a fire was what they felt. Patient reported reside of thigh and butt. Patient reported they bathed with cold water and put ice on the entire right side for more than an hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in their van and they turned their heat on instead of their ac. They stated that when they turned the heat on it also turned their seat heater on. They reported that when they realized what they did they felt hot and turned it off and got out. However, the patient stated that they felt a burning sensation where the ins was implanted and it lasted for almost 5 hours. They stated that the sensation continued even when they turned the ins off. They stated that this happened yesterday ((B)(6) 2020). The patient wanted to know if this was normal. Patient services reviewed information and redirected the patient to their healthcare provider (hcp) to look at the ins. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had no change of activity. Patient was in the driver seat when they felt their skin burning, jumped out of vehicle they thought maybe they turned on the heater, but it was not by the time they got home to turn jumped in a cold shower and for over 5 hours their skin was horribly burning not even cold compress. Steps taken were cold shower, ice, cold compress, areas where machine is down their right side and back side of their leg and bum, also some burning on the left hand side, out of fear they have stopped using device. The issue has not been resolved, they have had in since 2014. Patient is in for a tuning on as it did help. Would like to discuss options to replace or permanently replace. It needs to be fully examined device to area of implant.